Event description:
Customer reported issues with the insulin pump. Customer states that there is partial display. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass and minor scratches on the display window and case.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.